Manufacturer narrative:
Based on the reported information, varian has been able to confirm the user's allegation: following plan creation at acuity, an image is acquired and grabbed to create a field from patient anterior to posterior (e.g. Ap field, ap image). An outline is drawn on the acquired image by the physician, outlining the areas to be treated. The multi leaf collimator is added and fitted to this outline. If the user creates an opposing field (pa field, pa image), the mlc are not correctly opposed (the mlc on the pa field are positioned exactly as on the ap field rather than in a mirrored position). If the user doesn't notice the incorrect placement of the mlc on the opposed field and if it isn't caught during plan review or approval for treatment, the patient can be treated with incorrectly placed mlc on the opposed field. It is standard clinical practice to acquire portal images on the first day of treatment. These images are reviewed and approved by the physician prior to starting treatment for single fraction treatments and typically before the second fraction for multiple fraction courses. Any misplacement of the mlc should be identified prior to treatment, and if not then during physician image review following the first treatment fraction. Thus, the patient would likely be treated for at most a single fraction with incorrect mlc. This problem has been determined to be isolated to the latest (current) release of the software. Additional follow-up to this MDR is expected- following a risk hazard assessment.

Event description:
The user reported that during treatment planning, the multi leaf collimator shape for a beam created using the copy and oppose beam function is mirrored on the x-axis, instead of the y-axis. No serious injury to the patient was reported, as this event was observed by the user during treatment planning, and the plan was not used.